Event description:
IV start kit cardinal health-01a4553l, lot #405231 missing the white foam that helps to prevent the pressure sore. I started few ivs tonight and every kit was missing the white foam. IV kit should contain the white foam.